Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, an ngage nitinol stone extractor was being used during a retrograde intrarenal surgery (rirs) with laser lithotripsy to aid in stone removal. The 1.7fr device broken during the stone removal (patient reference (B)(4). The physicians used a 2.2fr same type device, but it was not completely closing during the removal of stones from the kidney (patient reference (B)(4). The physician then powdered the stone fragment to remove them. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturer instructions, quality control procedures, functional tests, and visual inspection were conducted during the investigation. One used device was returned for investigation. Device was returned in original shipping tray in an open pouch. The basket was open and could not be closed by actuating the handle. The handle was removed, and the basket could not be manually closed by manipulating the basket assembly. There was no damage to the support sheath or basket sheath. The reported failure mode was confirmed. The cause for the issue was unknown. A document-based investigation evaluation was performed. No related nonconformances were recorded, and there have been no other lot-related complaints received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps were discovered during reviews of the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use provided with the device state the following: ¿important: excessive force could damage device.¿ based on the available information, cook has concluded that a cause for the inability of the basket to close could not be determined. The second complaint from the procedure was found to have a broken basket wire, there was no evidence of a common issue for the two complaints. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant devices: karl storz flex x2 flexible uretero scope with terumo guide wire. (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, an ngage nitinol stone extractor was being used during a retrograde intrarenal surgery (rirs) with laser lithotripsy to aid in stone removal. The 1.7fr device broken during the stone removal (patient reference (B)(4)). The physicians used a 2.2fr same type device, but it was not completely closing during the removal of stones from the kidney (patient reference (B)(4)). The physician then powdered the stone fragment to remove them. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence.